Event description:
Information received by medtronic indicated that customer went for swimming and noticed that the pump was not turning on. Customer noticed damage at the back of the pump. Customer was shared that water was leaking out from the pump in the crack. Troubleshooting was performed and found no damage to the battery cap contacts, and spring. The issue was not resolved even after the pump restart. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The crest and thus software were unsuccessful due to pump stuck in critical pump error (open book image) alarm. Unable to bypass open book. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked retainer, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Critical pump error (open book image) alarm confirmed. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed at pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Blank display was not noted during analysis. Blank display was not confirmed. Cosmetic damage was confirmed behind the pump at the battery compartment and at battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.